Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator was replaced in 2007. The caller said that the operative notes said that the battery was not functioning or the battery died. The caller said that the op notes say that the battery died, but they were unable to clarify if the battery died due to normal depletion. No further complications were reported.